Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective motor controller board, likely due to a defective component. Visual inspection was performed and found no physical damage to the returned autopulse platform. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. In addition, unrelated to the reported complaint, the platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message as a result of the defective motor controller board. To remedy the faults, the motor controller board was replaced. The brake gap inspection was performed and verified the brake gap was within the specification. A review of the platform archive data was performed and it showed fault code 16 occurred around the reported event date, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.